Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Citation: zhang chao-gui, yang hua. ¿embolization with onyx for treatment of cerebral arteriovenous malformation.¿ chin j interv imaging ther. Vol 8, no 3; 2011. Mdrs related to this report: 2029214-2017-00519 2029214-2017-00520.

Event description:
Medtronic received information through review of literature, that one patient followed with intracranial hemorrhage complications died of bleeding 24 hours after embolization. The article noted that vascular malformations in 25 patients were embolized less than 90%, of which multiple embolizations alone was performed in 10 patients, post embolization surgery in 8 and irradiation in 7. It is unknown which of these followed with complications or death.